Event description:
Pt undergoing transjugular intrahepatic portosystemic shunt (tipps) procedure. Balloon located on the catheter ruptured. Upon removal of catheter, balloon fragment not intact or able to be located on catheter tip. This portion of catheter was retrieved. Pt recovered without further incident and was discharged to home in 11/2000.